Event description:
A medtronic rep reported that during a posterior fossa tumor removal, navigation was allegedly 1/2 cm inaccurate. According to the surgeon, he was "1/2 cm" shallow of the tumor, at the time the display showed him the tumor. Surgeon was able to take an intra-operative MRI and successfully complete the case without using navigation. No harm to the pt occurred.

Manufacturer narrative:
Pt weight is unavailable from the site. Software investigation is in progress.